Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2013 with blood glucose of 600 mg/dl or greater. The customer's current blood glucose was 176 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated by bolus with insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in "suspect device info" section of previous report was incorrect. The correct information has been provided with this report. (B)(4).